Event description:
According to the reporter, during the process of inserting the tube into the trachea, the display of the videolaryngoscope suddenly went out, and the procedure had to be cancelled. The battery indicator flashed ¿empty¿. An attempt to restart the videolaryngoscope with a replacement battery failed. Once the replacement battery had been inserted correctly, the display showed running squares. The videolaryngoscope did not switch on. The patient had to be intubated in the ambulance and the airway protection was successfully completed with alternative measures.

Manufacturer narrative:
D10 concomitant products: 340-000-000, mcgrath 3.6v battery 340-000-000, lot# h21110104. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the process of inserting the tube into the trachea, the display of the videolaryngoscope suddenly went out, and the procedure had to be cancelled. The battery indicator flashed ¿empty¿. An attempt to restart the videolaryngoscope with a replacement battery failed. Once the replacement battery had been inserted correctly, the display showed running squares. The videolaryngoscope did not switch on. The patient had to be intubated in the ambulance and the airway protection was successfully completed with alternative measures. It was mentioned that the patient had an injury but not because of the device.